Event description:
Pt was being treated for treatment resistant depression with unilateral ect. About 3-4 hrs after pt's 3rd ect the pt began exhibiting symptoms that slowly evolved into typical symptoms of a left hemispheric stroke, ie, aphasia and right hemiplegia. Pre-ect meds were robinal, brevital, and succinylcholine as usual for protocol. Rptr thought this report should be on record so better minds than rptr's could give thought to this association of ect/stroke and anticardiolipin antibodies. Screening for hypercoagulable states is not routine before ect (or surgery).